Manufacturer narrative:
(B)(4). Batch # n93470. The analysis results found that the mcs20 device was returned with a clip in the jaws. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 1 conforming clips and it ejected 3 clips. In the next actuations, no clips were fed into the jaws. Upon inspection, the floor was found damaged causing the feeding issue. No conclusion could be reached as to what may have caused the feeding incident. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips did not hold on to the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.